Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID 3889-28, lot # va08utg, implanted: (B)(6) 2013, product type lead (B)(4).

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va08utg, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead.

Event description:
Additional information received reported the patient received a new lead on 2014-(B)(6) during the revision. The patient was "very happy" with their new unit.

Event description:
It was reported that high impedances were seen (>4000 ohms on all combinations) on the patient¿s implantable neurostimulator (ins). It was noted the patient was sent for an x-ray but the results were not back yet. No falls or traumas were reported by the patient. The patient had complained of no stimulation sensation and no therapy. The ins had been turned off ¿for some time¿ and was left off today. The patient had met with the manufacturer¿s representative ¿a few weeks ago¿ where it was attempted to reprogram the device but did not resolve the issue. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported an x-ray was done on 2014-(B)(6), but it came back negative. There were no apparent signs of lead breakage. The exact date of the reprogramming a ¿few weeks ago¿ was unknown. The doctor concluded that they would like to schedule a procedure to examine the connection between the lead and implantable neurostimulator to determine if there was a connection issue. The case was scheduled for 2014-(B)(6) and the patient was advised to keep the device turned off until that time. A second follow up report will be sent if additional information is received.